Event description:
Same case as MDR #2134265-2012-03054. It was reported that during a coronary stenting treatment procedure, the stent moved on the stent delivery system. The target area was a 90% re-stenosed liberte stent located in the moderately tortuous left anterior descending artery. The 2.75 x 16mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the restenosed stent. The device was removed and it was noted that the stent had moved on the sds. The procedure was completed with another 2.75 x 16mm promus element mr stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The distal stent struts were twisted, crushed and stretched. The stent struts have distally moved approximately 8mm away from the proximal marker band. This type of damage is consistent with the device encountering some form of resistance during advancement and /or withdrawal. A hypotube kink was noticed 540 mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR#2134265-2012-03054. It was reported that during a coronary stenting treatment procedure the stent moved on the stent delivery system. The target area was a 90% re-stenosed liberte stent located in the moderately tortuous left anterior descending artery. The 2.75 x 16mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the restenosed stent. The device was removed and it was noted that the stent had moved on the sds. The procedure was completed with another 2.75 x 16mm promus element mr stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).